Event description:
It was reported that the patient presented to the hospital after receiving inappropriate high voltage therapies. The patient was transferred to another hospital in stable and good condition. No further information is available.